Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing battery problems with her insulin pump. Her blood glucose was 138 mg/dl. She said that she has had to change her battery every 3 days. Troubleshooting for a weak battery alarm was performed and then followed up with low battery alert troubleshooting. The customer did not complete the low battery alert trouble shooting because she said she received a failed battery test alarm. After failed battery test alarm troubleshooting, the customer received another failed battery test alarm. She was advised to monitor the pump and that a replacement battery cap would be sent to her. Almost two weeks later, the customer reported via social media that she received the replacement battery cap and still had problems with the batteries lasting. The insulin pump will not be returning for analysis.